Event description:
Hill-rom received a report from a hill-rom technician stating that the nurse call function does not work. The bed was located at the account in the 6th floor service shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the nurse call not functioning due to bent pins on the sidecom power control board connector. A search of the hill-rom maintenance records showed that hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the sidecom power control board to resolve this issue. Based on this information, no further action is required.